Event description:
A pump replacement was recommended due to multiple intermittent occlusion alarms. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to continue using the current pump until the replacement arrived and was provided with education on how to handle the pump replacement, including putting the pump in storage mode and returning the pump properly.